Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a fistula in the cephalic vein. A 5.0 x 80 mm armada 35 balloon catheter was advanced to the lesion and inflated to 7 atmospheres for 3 minutes. An attempt was made to deflate the balloon but it took over 4 minutes to deflate it. To deflate the balloon, negative was pulled and external pressure was put on the arm to enable the balloon to deflate. The device was removed without issue and a 6.0 mm armada 35 was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Exception. Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported difficulty deflating the balloon. Av reviewed the lot history record and there were no manufacturing nonconformities. Further assessment, per site operating procedures, was performed and identified a potential product deficiency related to the manufacture of the device. The root cause of issue was determined to be material and corrective actions have been implemented. Av will continue to trend the performance of these devices.